Manufacturer narrative:
Company representative evaluated the unit and was unable to reproduce the reported problem. As a preventive measure, the unit's motherboard was replaced. Unit was tested, calibrated and safety tested to factory specifications.

Event description:
Customer reported the panorama central station shuts down intermittently, which may have affected telemetry monitoring. No pt injury was reported.